Manufacturer narrative:
(B)(4). Analysis of the recharger (s/n (B)(4)) found a bent connector. The cable assembly with the bent connector tip was replaced.

Event description:
The consumer reported that on (B)(6) 2015 her implantable neurostimulator (ins) went down and she was not able to charge because the connector pin broke. The patient was transferred to the repair department. The ac adaptor has a broken connector pin. The patient requested a replacement. There were no patient symptoms reported. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.